Manufacturer narrative:
(B)(4). Date sent: 11/11/24. D4: batch #unk. B3: only event year known: 2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? - was sterility compromised as a result of the packaging damage? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, c9dl08, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the inner packaging was already damaged when opening the outer packaging. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 1/15/2025. D4 batch #c9dl08. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned inside its package; the package was returned partially open. Upon visual inspection, the individual box was noted to be ripped and the damage was observed to be from the outside to the inside. In addition, the blister and the tyvek from the packaging were damaged; the blister was found to be broken at one of the sides of the package. The damage found compromised the device's sterility. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number c9dl08, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.